Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) received inappropriate shocks. Further testing found that the endotak transvenous defibrillation lead exhibited insulation abrasion related to twiddler's syndrome (patient nervously manipulated the lead/device in pocket, causing insulation wear). The lead was replaced and the ICD was replaced electively at the same time.